Event description:
The customer reported the left monitor live image goes dark. A swapped image is displayed correctly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and circuit boards. System is not under service contract with ge. (B)(4)